Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was run into something by the user. The door sidewall cover was broken and the door was having trouble opening and closing the sidewall cover was replaced. The system passed system checkout and was functioning as expected. A kit svc o2 bi71000166 cable door sw assy and kit svc o2 bi71000138 cover door sdwllrt have been returned to the manufacturer, however, analysis has not been completed. Evaluation codes that apply: 4118, 3233, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system had been looked over and it was noticed that the system had been run into something while open causing damage to the covers and not allowing the system to close properly. At the time of report the cover was not replaced due to being on back order.

Manufacturer narrative:
Other relevant device(s) are: product ID: b i71000166, serial/lot #: unknown. Product ID: bi71000138, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck around the patient. The gantry was noted to be closed but the pendant stated that it was open. The company rep hugged the covers of the system which allowed them to align and open the system. There was no patient impact. There was a 45 minute delay.

Manufacturer narrative:
H3: the cover was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. However, the cover failed visual inspection as a piece was broken off. H3: the door switch assembly was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No problem was found with the returned switch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.